Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device unit, the specified resolving power is not obtained (part of the image). Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the following issues: part of the image was not showing; the nozzle, connecting tube, and bending section cover exhibited foreign objects. There was no patient involvement.